Event description:
It was reported that device dislodgement occurred. The 90% stenosed target lesion was located in mildly tortuous and severely calcified proximal superficial femoral artery. A 6.0x30x135cm express ld stent was advanced for treatment. During the procedure, the stent separated from the balloon, requiring the use of a snare to successfully retrieve the stent and remove it from the patients body. The procedure was completed with balloon angioplasty. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G4: g4: PMA/510(k) # field on 3500a form: p090003.